Event description:
Data was reviewed regarding conduction system pacing (csp) versus traditional right ventricular (rv) pacing. They described patient deaths; however, the causes of death were unknown and defined as all-cause. There were patients who experienced deep vein thrombosis, pulmonary embolisms, cardiac tamponade, arteriovenous fistula, vascular aneurysms, perforation, pericardial effusion, infections, post implant hematomas and hemorrhages, pericarditis, pain, stenosis, hemothorax, pneumothorax, and intraoperative cardiac arrest. There were leads which exhibited unknown failures and dislodgments. Patients underwent revisions, replacements, and other interventions. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Referenced article: traditional dual-chamber right ventricular pacing versus conduction system pacing in the medicare population. Heart rhythm. 2024. Doi: 10.1016/j.hrthm.2024.03.1666. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.